Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l58361, implanted: 1999-01-04, product type: catheter. Product ID: 8709, serial/lot #: l58361, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient had a catheter revision on (B)(6) 2007. No symptoms were reported. The event status was unknown. The event date was (B)(6) 2007. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. It was noted that the site was unable to find the reason for the modification (catheter revision) in the patient's record. No further complications were reported.